Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during procedure, the clip would not deploy and has to be ripped off the bleeding vessel. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be stable.